Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3 708160, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was replaced because the patient lost a lot of weight and the ins was shifting. It was noted the patient had a few issues with antibiotics, but they got that cleared up. The reporter stated their healthcare professional stated it was time for the ins to be replaced.